Manufacturer narrative:
(B)(4). Eval: the distal end of the catheter, measuring approx 14cm, was returned in a used condition with a knot looped in the center of the tubing. Based upon the info provided and the condition of the device, it is feasible to say the knot formed during placement, as a result of pt anatomy or from possible pt intervention. This is a soft, pliable tubing designed for pt comfort that can be manipulated. Additional info from the user facility report: (B)(6).

Event description:
Feeding tube was placed (B)(6) 2007 without complications. Then on (B)(6) 2007, an attempt was made to irrigate the tube when the line could not be flushed. Upon removal of the feeding tube, it was noted the distal end had become tied in a knot. Add'l info from the user facility report: attempted to irrigate pt's feeding tube, unable to flush line, upon removal distal end of feeding tube was noted tied in a knot. No injury to pt.